Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the device not detected on bus causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an auxiliary drawer 7 not detected on bus. The field service engineer shutdown device and reseated the row board and retractor band cables. The system functioned as intended after the field service engineer troubleshooted the device.